Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope was insufficiently reprocessed as the water filters of the endoscope reprocessor were not used properly. The water filters were replaced once every two years instead of once every two months. The issue occurred during reprocessing and the intended procedure was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d10. Additional information: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and therefore the customer's complaint was not reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " insufficient reprocessing or use of an inappropriate scope for the next inspection." Malfunction could not be identified. The event can be prevented by following the instructions for use which state: instructions: acecide 6% disinfectant solution, endoscope cleaning disinfection equipment, oer-6 operation manual, chapter 7 work to be done each time required monthly or weekly. 7.3 replacing water filter (maj-2317). To prevent contamination of rinse water, water filters should be changed regularly, at least once every two months. Water filters should be changed at least once every two months. Degradation of water filter performance may cause insufficient removal of bacteria in tap water, and contamination of tubes in the device. Olympus will continue to monitor field performance for this device.